Manufacturer narrative:
One used level 1® equator® convective warming device was received for investigation. The device was noted to be in good condition with the exception of the hose, which appeared to have damage to the hose helix due to improper storage or shipping. In a number of places, the hose helix was irregular in shape, but no tears were found in the hose material. The serial number of the hose matched the serial number of the device. No power cord was returned with the device. The filter was dirty. The device was powered on and passed occlusion testing. Temperature testing was performed and all temperature settings were found to be within tolerance. No failure modes were noted. Device operated as intended.

Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a smiths medical level 1® equator® convective warming device was reported to have burned a patient's legs, leaving marks. The burns are noted to the patient's ankles and are treated daily. No further adverse effects were reported.